Event description:
It was reported that patient felt muscle stimulation and went to clinic. It was observed that the lead impedance had dropped. X-ray was performed and lead damaged was seen. The lead was capped and replaced. No adverse events for the patient were reported.

Manufacturer narrative:
(B)(4).